Event description:
The customer reported that the battery was defective and is not recognized by the system.

Manufacturer narrative:
The customer reported that the battery was defective and is not recognized by the system. Philips was not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. Currently, the details of the institution where the failure occurred are not known. These will be provided in the follow-up report.